Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under all three therapy pads. The area was described as red and itchy. The patient's doctor prescribed advantage cream to treat the irritation. Multiple attempts to follow-up with the patient about the irritation were unsuccessful. The final medical outcome of the irritation is unknown.